Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information stated the patient¿s neurologist wanted to patient to leave their stimulator turned off for a while. It was also reported all of the impedances were normal and the doctor did not want to explant the system. It was noted the patient¿s redness and swelling had subsided and the patient¿s device was able to be reprogrammed to give the patient relief. It was also stated if ¿it was unitized too often, it starts to exacerbate her pain.¿ it was later reported the healthcare provider did not believe the patient had an adverse event. It was also stated the impedances were normal and no surgical intervention occurred. It was reported the patient had an x-ray of their spine and skull and the results were negative for lead migration. It was also stated the patient¿s device was reprogrammed. It was reported the patient did not require hospitalization and their outcome was reported as no injury.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the caller was getting good pain relief with stimulation and then it stopped working. This reportedly happened after the patient received nerve block injections and was swollen and tender. It was further reported that the patient had her trial the day after (B)(6) 2012. The patient reportedly suffers from chronic pain syndrome (cps) and migraines. The patient reportedly had success at the trial stage and 'felt wonderful.' The patient reportedly had the permanent implant on (B)(6) 2012 and the device was 'working great.' The patient had 1 migraine that only lasted one day. It was further noted that the patient sees a neurologist for frozen shoulder syndrome and would have nerve block injections in her head and shoulder. The patient reportedly had injections on (B)(6) 2013 along her spine. It was also noted that the patient had a bad disk. After the patient went home she was swollen and felt like the health care provider (hcp) had hit a lead wire with a shot. Later that night stimulation reportedly began increasing on it's own. The patient attempted to decrease the stimulation with their programmer but stimulation was still increasing. It was noted that the patient was set at 4.0 and turned it down to 0.2. It was also noted that the sensation was like 'drills drilling' where the electrodes were. The patient reportedly had turned the device off by the following monday. It was further reported that the patient was unable to turn increase stimulation because of the feeling of drilling in the back of her head. The patient reportedly went to a second hcp who stated that 'he could not believe he injected into the lead.' The injection area was reportedly swollen for about 8 inches and 2 fingers wide. A check was done to check for breaks on (B)(6) 2013 and everything appeared normal. However, programming was reportedly unsuccessful. It was thought that the lead may have moved and was affecting a nerve. X-rays were ordered and everything appeared normal. It was noted that the patient had had no falls or seizures. It was further reported that a manufacture representative looked at the pump (information suggests that the patient was referring to an implanted neurostimulator and not an intrathecal drug pump) and thought that the mark looked like a connector. The spot was sore, blood red and tender. Each wire was reportedly test but it was found that nothing was wrong. The system reportedly began to work after reprogramming but it only lasted 4 hours. The patient reportedly had to ice the back of her head to help with the pain. It was noted that the patient had the device at 0.2 but the pain was so much that she could not take it. The patient has an appointment with a surgeon to discuss explant of the device. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 37746, serial# (B)(4), product type programmer, patient; product ID 3708160, serial# (B)(4), implanted: (B)(6) 2012, product type extension; product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2012, product type lead. (B)(4).